Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases, non penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture", "deflation" and "capsular contracture baker grade I" this record is for the left side. Device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture", "deflation" of a silicone device, and "capsular contracture, baker grade I" diagnosed via MRI and ultrasound. Affected side is left. The device has been explanted.